Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device was also received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 12.3 mmol/l. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. Customer was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was then instructed to remove the battery for 2 hours and call back. The customer called back and stated that the display did not return after the two hour reset. Blood glucose was 10 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.